Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, bard mesh (bard flat mesh) and ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex which was implanted on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, bard mesh (bard flat mesh) and ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex which was implanted on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿a incision was made upper midline to umbilicus. The hernia sac was identified at upper part of incision and dissected free. A large ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with dissection of hernia sac. Per operative notes, ¿a periumbilical midline incision was made. The hernia sac was identified and excised. A small serosal involving the colon was noted and repaired with sutures.¿ (B)(6) 2019 - patient was diagnosed with infected mesh and colostomy thereby underwent open repair with excision of old mesh (device #1) with implant of phasix mesh (device #2). Per operative notes, ¿a midline incision was made, and the scar was excised. The old mesh was adherent to small bowel and freed. The previous mesh (device #1) was dissected and pockets of purulent fluid within mesh was suctioned. The hernia defect was identified in retro rectus and implanted with phasix mesh (device #2) and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.